Event description:
Related manufacturer reference numbers: 2017865-2022-04509. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker (pm) and the right ventricular (rv) lead both exhibited noise over-sensing. The pm was explanted and replaced, and the rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.